Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implant had stopped working about three to four months prior to the call. The patient had not been experiencing stimulation for three to four weeks. The healthcare professional (hcp) also reported that the patient was going to have an MRI that was unrelated to the device. The hcp had not seen the patient and was unable to provide an outcome or any interventions performed regarding this event.